Event description:
It was reported that attempted implant of two left ventricular (lv) leads was unsuccessful because the wire was stuck inside in leads with each attempt and the physician was unable to withdraw the wire after lead placement. Therefore the first two attempted lv leads were not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the guidewire was stuck in lead, and the lead appeared to have been damaged at implant. Analyst visual comment: it is apparent that when attempting to pull back the guidewire, it's coating became ensnared with the conductors. This caused a distortion of the filars. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the guidewire was stuck in lead, and the lead appeared to have been damaged at implant. Analyst visual comment: competitor guidewire stuck in lead. It is apparent that when attempting to pull back the guidewire, it's coating became ensnared with the conductors. This caused a distortion of the filars.